Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received six appropriate treatments. The device was started up at 19:43:02 on (B)(6) 2025. At 03:42:14 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bpm with nsvt transitioning to vt @ 260 bpm. At 03:42:56, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was sinus beat transitioning back to vt @ 280 bpm. At 03:43:31, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 80 bpm degrading to vf. At 03:43:52, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 03:44:23, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 03:44:53, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf with motion artifact and electrode lead falloff. At 04:23:50, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact transitioning to vf. At 04:24:57, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with tactile artifact and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 04:48:12 on (B)(6) 2025.